Manufacturer narrative:
The device remains in-situ and is therefore not available for evaluation. The device history records were reviewed for this manufacturing lot; there were no discrepancies or unusual findings that relate to this complaint and all released product met specification. Corneal abrasion and elevated iop are listed in the instructions for use as potential adverse events. Manufacturer reference#: (B)(4).

Event description:
The patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2021. The device was implanted on the third attempt and the surgeon reported the final position of the device as the "distal end seemed posterior to scleral spur." Intraoperative moderate corneal abrasion was reported at the paracenteses used for the hydrus procedure. The surgeon reviewed video from the procedure and the surgeon stated that the corneal abrasion may have occurred due to manipulation of the cannula in the incision. The patient was treated with a bandage contact lens and the abrasion resolved without sequelae by the 1-week visit. The unmedicated intraocular pressure (iop) measured 29 mmhg at 1-week and iop-lowering medication was restarted. By the 2-week follow-up, medicated iop decreased to 17 mmhg.